Event description:
Patient admitted to the hospital a month ago for a right ureteroscopy laser lithotripsy with basket extraction of stones. A right double-j ureteral stent was placed and retained to allow patient's ureter to heal. A month later, in the physician's office, the physician planned to retrieve the stent and remove it. When removed, the stent was noted not to be complete. The physician surmised that the other portion had broken off (about half way) and peristalsed into the bladder. The patient was sent to the hospital to attempt retrieval in interventional radiology. It could not be removed. The patient was returned to surgery where a right ureteroscopy with basket snaring was employed to retrieve the retained stent. The patient did very well. The device was returned to the MFR for evaluation.